Manufacturer narrative:
Device not returned, picture provided.

Event description:
Customer rejected 19 pieces due to the following reasons: a tear/hole on the package - 17 pieces. Damaged packaging - 2 pieces.